Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the ins is functionally okay after restoring telemetry with one physician mode recharge. The trace report obtained from the ins indicates that the implant life was started on (B)(6) 2009 and it discharged to the lock mode on (B)(6) 2009. The no telemetry condition was observed on (B)(6) 2009 after the device had depleted to the overdischarged state. The ins had no telemetry and no output. The ins did not sync with an ultra patient programmer. A normal recharge started automatically after one physician mode recharge with a 1cm spacer between the ins and recharge antenna. The ins was recharged to full. The initial review and trace report were obtained. There was good stable output on every electrode pair referenced to the #0 electrode. The output matched the programmed settings. There were no issues when pressing on the ins can.

Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). There were telemetry issues. The ins was unresponsive to telemetry attempts by the physician programmer, the patient programmer, and the recharger. Two clinician programmers had been attempted and the ins remained unresponsive. The ins was attempted to be interrogated outside of the or and it was still unresponsive. There were no attempts to recharge the ins prior to implant. A different ins that did interrogate and had fine impedances was used. The ins was unresponsive out of the box. It was further reported that there was no patient injury and the patient outcome was listed as recovered without sequelae.